Event description:
The surgeon inserted the icm115v4 11.5mm implantable collamer lens on (B)(6) 2010 and the lens was removed on (B)(6) 2012 due to low vault. The lens was replaced with a longer length lens and this resolved the problem.

Manufacturer narrative:
(B)(4).